Manufacturer narrative:
Device used for treatment, not diagnosis. Unknown when pain, infection & discomfort began. This report is for 2 unk - screws: 4.0 mm cannulated/unknown lot. Part and lot number are unknown; UDI number is unknown. Original implant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate.

Event description:
It was reported that a patient had to undergo a hardware removal procedure on (B)(6) 2018 due to pain and discomfort. In addition to the pain and discomfort, the patient reported being able to feel the hardware. The patient was originally implanted with two (2) plates, two (2) 4-hole va medial distal tibia, eight (8) locking screws, six (6) cortex screws, two (2) cannulated screws, two (2) washers and a k-wire on an unknown date. All of the hardware were removed during the (B)(6) procedure. There was no reported patient consequence. This report involves 8 devices. This report is 6 of 8 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.